Event description:
It was reported that a pump did not detect air in the IV line "until the whole line was full of air." The pump was programmed to infuse IV fluids, however, the programmed amount and delivery rate are unk.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The date of event is unk.